Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) willmake the evaluation impossible. Customer indicated that the procedure was uneventful and is only reporting this event. Customer did not request field service or clinical support.

Event description:
Patient underwent uncomplicated custom intralase on the right eye (od), on (B)(6) 2012. At the patient''s 1 week follow-up with her affiliate, patient''s affiliate noted a few striae. When customer examined the patient on (B)(6) 2012, patient did have some horizontal striae over the pupil margin. Patient's uncorrected visual acuity (ucva) od was 20/30. Refraction of pl - 1.00x 15, best corrected visual acuity (bcva) was 20/25+. Patient denied rubbing eye. The patient was brought back to (B)(6) on (B)(6) 2013 where patient's od was prepped, then taken into the surgery suite. Flap was lifted, stretched and smoothed back down into proper position. Upon slit lamp exam immediately following the procedure, the flap appeared in good position and gutters were free of debris. The patient was instructed to take zymaxid four times daily (qid) od x 7 days and prednisolone drops qid x 7 days. On (B)(6) 2013, visual acuity sans correction (vasc) was 20/25 rxm plano=1.00x150 20/20.